Event description:
Information received indicates the siderail broke while turning the pt and the pt nearly fell.

Manufacturer narrative:
The bed has been removed for repairs which have not been completed.